Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a cerebral infarction. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. D4. H4. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was confirmed via magnetic resonance imaging (MRI). The stroke was ischemic, and the stroke symptoms presented 1 week following implant of the valve. The patient did not have any permanent impairments as a result of the stroke. Per the physician, the stroke was related to the valve, and it was unknown if the stroke was related to the dcs. Additionally, it was further reported that patient anatomy caused the stroke. Treatment was not provided, and the patient had calcified anatomy that contributed to the stroke. It was unknown if the ischemia resolved. No additional adverse patient effects were reported.